Event description:
It was reported that pump displayed cartridge change error and customer later noticed loose metal prong and misplaced o-ring near pump labeling after removing pump from case. There was no adverse impact to the customer¿s blood glucose level. Customer removed o-ring and debris from pneumatic area, cleaned area as instructed, and planned to use multiple daily injections as backup insulin therapy, while technical support arranged shipment of replacement pump, provided storage mode instructions, confirmed return process for problematic pump, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement device.